Manufacturer narrative:
Tech found right siderail controls were not working. Found fluid leaked onto the right caregiver pc board. Replaced the right caregiver pc board to resolve issue. Bed found in storage.

Event description:
Info received alleged that the right siderail controls were not working. No alleged injuries reported by the account.